Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose level of 405 mg/dl, 409 mg/dl, and 435 mg/dl. The customer changed her infusion set numerous times because of the high blood glucose and found upon removal the cannula¿s were bent. The customer completed troubleshoot and will not send the product back for analysis.